Event description:
The rptr performed blood glucose tests and got results of 126 and 83 mg/dl. On follow-up, the rptr stated that her tests were done more than 10 minutes apart under bright skylight. Rptr stated that her control solution test was in range. No symptoms were reported.